Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, when using a firstpass mini straight and passing the second minitape through the dorsal root; its capture window fell off from the upper jaw. All the pieces were successfully removed from the patient. Surgery resumed after a non-significant delay of 2 minutes, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in any original packaging. The outside tube/barrel is bent. The suture capture teeth were returned detached from the capture window. No other deficiencies are visible. A functional evaluation showed that pulling the trigger would close the jaw, lock, and deploy the suture passer as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.